Event description:
Site contacted clinical affairs on (B)(6) 2022 to report that the patient was transitioned from berlin heart pump to ECMO on (B)(6) 2022. The transition was made due to poor oxygenation and hemolysis. Site reported that the blood pump had intermittent squeaking noise since it was upsized on (B)(6) 2022. The following lab serial values were reported: (B)(6): plasma free hemoblogin- 22 (nl <10); ldh 1718 (nl 209-463). (B)(6): plasma free hemoglobin- 17 (nl <10), ldh 2064. (B)(6): plasma free hemoglobin- 31.6 (nl <10), ldh 247. (B)(6): plasma free hemoglobin- 43.4 (nl <10). (B)(6): plasma free hemoglobin- 146.3 (nl <10). Of note, the patient required prbc transfusion on the day prior to the transition to ECMO.

Manufacturer narrative:
The excor blood pump, s/n, (B)(4) on the patient at the time of the event was in use from (B)(6) 2022 until (B)(6) 2022 (27 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.